Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after approximately two months post implant. The device was not returned for evaluation at this time. Minimal information regarding this event was received; the root cause of the pvl remains indeterminable. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Edwards received notification that a moderate paravalvular leak was observed on echo in a patient with a 19mm valve approximately one month after implant. The pvl was not observed intra-operative, it was determined some weeks "port" implant, more than one month after implant, through echo & tee. As reported, the native annulus was concentric and standard symmetrical debridement was performed, seating was smooth. The patient will be transferred to another hospital for a procedure with amplatzer plug device to correct the paravalvular leak. As reported, the 19mm valve was explanted approximately two (2) months after the procedure. The explant was "successfully". There was found 1 slipped segment portion of the bioprosthesis annulus down to the subvalvular septum. The valve was replaced by a 21mm valve. A root enlargement technique was necessary to accommodate a 21mm valve. A dacron patch was used. The patient was stable was transferred to the ICU successfully.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.